Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 52 mg/dl. Customer stated that that she changed her sensor this morning. Customer stated that blood glucose was in range from 146 mg/dl to 52 mg/dl. Customer would like to continue troubleshooting. Customer stated that she suspended insulin pump due to blood glucose of 52 mg/dl. Customer stated that blood glucose value from reported event was 110 mg/dl and sensor glucose value from reported event was 43 mg/dl. Sensor glucose and blood glucose difference 67. Sensor glucose and blood glucose difference was not within target range of glucose difference customer stated that has treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported auto mode or smart guard was automatically delivering insulin at the time of low blood glucose event. Customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.